Manufacturer narrative:
The service department remarked that the socket was cleaned together with the customer. Afterwards supervision of several procedures and the defect did not reoccur. The socket was checked for deterioration and no issues were found. A technician was on site and checked the device. The reported event was not confirmed. No further information has been provided. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center is not able to recognize any endoscopes (error message; no communication). The issue was found during reprocessing for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that image was not displayed because communication failure occurred due to contact failure of the socket. Olympus will continue to monitor field performance for this device.